Manufacturer narrative:
A ge service representative performed an on site investigation. The igb board was replaced and the interconnect connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.